Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed.

Event description:
It was reported that during a procedure, the fiber broke a few seconds after it was inserted into the patient. The procedure was completed using another device, without patient complications.

Event description:
It was reported that during a procedure, the fiber broke a few seconds after it was inserted into the patient. The procedure was completed using another device, without patient complications.